Manufacturer narrative:
Tandem t:slim user guide indicates, the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin, humalog was tested for up to 48 hours of use as labeled. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose levels ranging from 300-400 mg/dl. In one occurrence, the customer had trace amounts of ketones. Reportedly, the customer uses humalog in the cartridge past labeling as the contact did not know the 48 hour labeling instructions. Additionally, the contact stated that the potency of the humalog insulin seems to be less on the last 20 units of insulin as it was being used past labeling. The supplies on the pump were changed, correction boluses and manual injections were administered to address bg level. Recommendation was made to discuss diabetes management with health care provider.